Event description:
Customer reported: implant loss. Healing period. Infection. Additional comments: guided surgery simplant no (B)(6) had to use reamer pin and bone profiler to get healing abutment fit. (B)(6) 2026, (B)(6) and team informed.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.